Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant hbsag result was due to the malfunction of the pinch valve for the aspirate probe. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A discordant advia centaur xp hbsag result was obtained on a pt sample. The sample was redrawn and repeated. The result was reported to the physician. The physician questioned the result. Upon redraw the sample was repeated and the corrected result was reported. There was no report of pt intervention or adverse health consequences due to the discordant hbsag result.